Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ft4 iii, and elecsys tsh assay results for three patient samples with the cobas e 801 module serial number (B)(4). The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e411 serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 551720 with an expiration date of 30-sep-2022. The ft3 reagent used at the investigation site on the e411 was lot number 547180 with an expiration date of 31-aug-2022. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 and (B)(6) for the tsh assay.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Only a sample from patient (B)(6) was submitted for further investigation. The ft3 results generated by the customer could be confirmed. An interfering factor against the ft3 assay antibody/idiotype and streptavidin could be excluded in this sample. The investigation did not identify a product problem. The cause of the event could not be determined. For all samples, the differences in the ft3 values generated with the assays from roche diagnostics and siemens are most likely due to differences of the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used. From the information provided, a general reagent issue could be excluded.